Event description:
The customer reported the unit had a bad spo2 probe. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6) analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and providing them with part information for a replacement spo2 probe. It was confirmed the unit returned to working specification after the customer replaced the faulty spo2 probe. Based on the information available in the case, the cause of the reported problem was confirmed to be a faulty sp02 probe. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.